Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, fire ball occurred close to the patient and the gauze caught on fire. Patient was not burnt. There was no patient injury.